Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR? And evaluation codes. The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage testing, back flow testing, and clamp function testing. All functional testing met product specification. The reported condition was not verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a spike in blood pressure while receiving an infusion with a continu-flo primary solution set. The primary set was being used to infuse lactated ringers (lr) and they were running a secondary infusion of norepinephrine using an unspecified micro set (non-baxter product). During the infusion, the norepinephrine back flowed into the primary solution bag (volume unspecified) causing the patient to experience a spike in blood pressure. The patient showed a systolic pressure of 270 mmhg. The patient was given nitroglycerine intravenously to bring their blood pressure down within normal limits. It was reported that the patient has not experienced any additional adverse events as a result of the issue. No further information was provided regarding the patient's outcome from the event. No additional information is available.